Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support post right coronary artery utilizing 5 drug eluting stents. While on support, the patient had no flow in the right lower extremity. The impella was explanted. Care was withdrawn and the patient expired. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of the device with the outcome.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The device was not returned for investigation. Data logs were not provided. As all the necessary information was not provided, the root cause of the limb ischemia was not determine f6 and f8 should have been blank. A5 checked not hispanic/latino (inadvertently omitted in the initial MDR.